Event description:
A customer attempted to run multiple quality control samples for urine protein using a vitros chemistry products bubc slide cartridge that was mis-identified as a vitros chemistry products upro slide cartridge on a vitros 350 chemistry system. Biased results obtained from a slide cartridge other than the intended slide cartridge may lead to inappropriate physician action. No patient samples were run for vitros upro using the mis-identified slide cartridge. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that the customer attempted to run multiple patient samples for urine protein using a vitros chemistry products bubc slide cartridge that was mis-identified as a vitros chemistry products upro slide cartridge on a vitros 350 chemistry system. The most likely root cause of this event is user error while manually loading a vitros chemistry products slide cartridge. The vitros 350 chemistry system was operating as intended.